Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an unknown procedure to treat esophageal varices performed on an unknown date. During the procedure, the bands are loose and come off easily. They do not adequately tighten the esophageal varices. It is not performing tubal ligation effectively. Additionally, it creates a risk of bleeding. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated to may 1, 2024, based on the date the manufacturer became aware of the event. Block e1: (B)(6). Block h6: imdrf device code a22 captures the reportable event of bands falling off varix.